Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. Only main housing and no trigger housing was returned. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate when connected to a known good trigger housing. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. (B)(4): the actual device used to complete the procedure was returned for evaluation. Only main housing and no trigger housing was received. The device was visually and functionally evaluated. Upon evaluation, the returned main housing operated as intended when connected to known good trigger housing during evaluation.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the blade stopped spinning and seized. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.